Event description:
It was reported that after a da vinci-assisted nephrectomy surgical procedure, one of the strings on the fenestrated bipolar forceps instrument was cut. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed intraoperatively. The instrument did not collide with another instrument. There were no problems removing the instrument through the cannula. The procedure was completed with the same instrument. No fragments fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a broken cable. The broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) found unrelated to the reported complaint: the instrument was found with damage to the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged but the wires were not visibly torn or fully broken. The instrument failed an electrical continuity test in multiple positions. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation did not show damage. The complaint was confirmed by failure analysis.